Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he programmed a bolus and his insulin pump alarmed no delivery. The patient's blood glucose at one point was 550 mg/dl. The customer changed the infusion set and saw that his cannula was bent, so he treated the high blood glucose with a manual insulin injection. Troubleshooting occurred for the no delivery and the customer was able to successfully run a prime with a new infusion set. No products were returned or replaced.